Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one nc sprinter rx ptca balloon catheter to treat a severely tortuous and severely calcified lesion located in the distal lad exhibiting 85% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. The device passed through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device failed to cross the lesion and could not pass through the stent and was removed from the patient. It was also reported that the catheter was deformed. No patient injury reported.